Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. In addition, customer reported not delivering a bolus before a meal, leading to high blood glucose (bg) levels. Customer's bg level was "high" via continuous glucose monitor readings and was addressed via a correction bolus. Reportedly, the customer corrected the time and date and resumed insulin therapy.